Event description:
The pt had a mr procedure. She was scanned with the quadrature body coil (qbc) only without additional surface coils. Immediately after the examination, a second degree burn with a 1.7 cm blister appeared on the inner thigh.

Manufacturer narrative:
Conclusion: the pt was scanned with the qbc only for a thigh examination. No padding was used to separate the pt's bare legs. This could result in the inner thighs touching each other. It was observed in the log files that several scans were performed with high a sar value. Therefore, it is most likely that the burns were caused by skin-to-skin contact of the inner thighs. Skin-to-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material. An accessory set is part of the every mr system delivery containing several spacers and cushions. The instructions for use contain extensive warnings and instructions for pt positioning. Note: the indicated importer has received FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer (B) (4) and manufacturer (B) (4) for the same event.